Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite serter and performed instruction test using a new lab. Enlite sensor along with rubber skin (IFU) 6025427-23a-b enlite serter passed per specifications. Insert/release sensor properly.

Event description:
Customer called to report that she had trouble pulling the needle out of her body. Customer stated there was heavy bleeding. Customer's blood glucose reading was 153 mg/dl. Nothing further reported.